Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was found to be caused by a wide intrinsic qrs complex that caused the device to double count the signal. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.